Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). It was noticed by the surgeon in the postoperative xray's that the tip of the navigation pins had broken off in the patient.